Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hosptalized. The customer's blood glocuse level was unknown mg/dl. The customer was having problems with the 90 degree infusion set staying in and was given 2 silhouettes. The customer declined transfer to customer service and helpline assistance. The customer will call helpline later.